Manufacturer narrative:
The device is available for evaluation, however has not been received.

Event description:
The event involved a primary plum set, where it was reported that a foreign particle was observed inside the cassette. There was no report of patient involvement, or patient harm.

Manufacturer narrative:
One used 140073190 primary plum set was returned for inspection. As received, there was embedded burnt material observed in the wall of the diaphragm of the cassette. The cassette was cut open and the particle was confirmed to be embedded in the wall, not in the fluid path. The particle was estimated to have an area of 1.5 mm^2 when compared to the tappi size estimation chart (tappi test method t 564). The particle met the allowable surface area of embedded or attached foreign material per spc0000924 which states: "assembly housing must be free of embedded foreign material greater than 1/16 inch (if multiple, the total area shall not be greater than the equivalent area of a 1/16 inch diameter)." The most probable cause is burnt material embedded in the wall of the cassette during the manufacturing molding process. The embedded material is not in the fluid path, and it does not affect the functionality of the device. D9 - date returned to mfg: 12sep2022.